Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was off and they had motor and cognitive impairment that resulted in in-patient hospitalization. The device was turned on and the issue was resolved without sequelae. Additional information was received: it was reported that the device should have been on as the resolution was turning the device back on. The cause of the device being off was unknown.